Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
(B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an event of bent cannula on (B)(6) 2025. The site of insertion was abdomen. The infusion set was in use for one day. The high blood glucose resulting from the event was 400mg/dl. No further information available.